Event description:
Device 2 of 2: reference MFR. Report: 1627487-2017-01979. Follow-up identified the patient underwent surgical intervention on (B)(6) 2017 to explant the entire system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2017-01979. The patient reported she experienced ineffective stimulation and as a result, the patient requested a system explant. Surgical intervention may take place as the next course of action.